Event description:
It was reported that while introducing the dilator into the peel-away sheath, the plastic rings of the hemostasis valve were broken off. The valve had fallen out of the sheath and therefore, the sheath was not used on the pt. As a result, a new set was opened and placed successfully. There were no pt complications or delay in therapy reported. No intervention was required.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.